Event description:
Pt enrolled in the create pas trial. Cerebral protection device and stent were in place. Pt had very redundant internal carotid artery that had a 180 degree turn at a distance of 4-5 cm distal to bifurcation. This turn was not able to be crossed with the embolic protection device. When stent was ballooned the cerebral protection device was not retrievable. After repeated attempts, surgeon opted to stop as to not cause injury to pt. Left endarterectomy was then performed with stent. This was successful.

Manufacturer narrative:
Reference MDR 2183870-2008-00091.